Event description:
It was reported that the delivery system was difficult to remove. The target lesion was located in the non-tortuous and moderately calcified carotid artery. A 10.0-37 carotid wallstent and 190 cm filterwire ez were selected for treatment. However, after the stent deployment, it was noted that the stent delivery system could not be removed. Subsequently, a balloon catheter was used to remove both filterwire ez and carotid wallstent delivery systems together as one unit. The procedure was completed using alternate method. There were no patient complications as a result of this event.

Manufacturer narrative:
Updated e1: initial reporter email device evaluated by MFR: only the wire was returned to our post market quality assurance laboratory. Visual inspection was performed, and it is possible to observed that the spring tip was bent and stretched. No other issues were identified during the product analysis.

Event description:
It was reported that the delivery system was difficult to remove. The target lesion was located in the non-tortuous and moderately calcified carotid artery. A 10.0-37 carotid wallstent and 190 cm filterwire ez were selected for treatment. However, after the stent deployment, it was noted that the stent delivery system could not be removed. Subsequently, a balloon catheter was used to remove both filterwire ez and carotid wallstent delivery systems together as one unit. The procedure was completed using alternate method. There were no patient complications as a result of this event.

Event description:
It was reported that the delivery system was difficult to remove. The target lesion was located in the non-tortuous and moderately calcified carotid artery. A 10.0-37 carotid wallstent and 190 cm filterwire ez were selected for treatment. However, after the stent deployment, it was noted that the stent delivery system could not be removed. Subsequently, a balloon catheter was used to remove both filterwire ez and carotid wallstent delivery systems together as one unit. The procedure was completed using alternate method. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: only the wire was returned to our post market quality assurance laboratory. Visual inspection was performed, and it is possible to observed that the spring tip was bent and stretched. No other issues were identified during the product analysis.